Event description:
It was reported that the right ventricular lead exhibited noise. The noise was not reproducible in clinic, and lead screening yielded no anomalous findings. The lead remains implanted, and the patient will be monitored remotely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.